Event description:
Boston scientific received information that our company sales representative received a call from this patient's clinic stating they would be doing a lead revision the following day. No information indicating which lead or reason for lead revision was provided.

Manufacturer narrative:
The boston scientific sales representative was contacted and had no further information because she was not present at the procedure. Should additional information be provided to our company, this event would be updated.